Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a spark seen when unplugging the cycler from the wall outlet. The spouse said the patient needed to use the restroom and the patient's nurse said it was alright to unplug the cycler during treatment. When the cycler was unplugged the spouse said there as a spark seen and then the cycler would not power back up. The display was blank. The patient was advised to not use the cycler and a new cycler was issued. In a follow up, the spouse verified the event and said there was no harm, intervention or adverse event associated with the spark event. A new cycler was received and is working well. The cycler was returned for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a spark seen when unplugging the cycler from the wall outlet. The spouse said the patient needed to use the restroom and the patient's nurse said it was alright to unplug the cycler during treatment. When the cycler was unplugged the spouse said there as a spark seen and then the cycler would not power back up. The display was blank. The patient was advised to not use the cycler and a new cycler was issued. In a follow up, the spouse verified the event and said there was no harm, intervention or adverse event associated with the spark event. A new cycler was received and is working well. The cycler was returned for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Catch post hipot test ¿ passed. Patient post hipot test ¿ passed. Current leakage test ¿ passed. Voltage verification check ¿ passed. Pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a spark seen when unplugging the cycler from the wall outlet. The spouse said the patient needed to use the restroom and the patient's nurse said it was alright to unplug the cycler during treatment. When the cycler was unplugged the spouse said there as a spark seen and then the cycler would not power back up. The display was blank. The patient was advised to not use the cycler and a new cycler was issued. In a follow up, the spouse verified the event and said there was no harm, intervention or adverse event associated with the spark event. A new cycler was received and is working well. The cycler was returned for investigation.